Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that (B)(6), large bone hall blade, reciprocator, 12.5 x 76 x 1.27 mm device was being used during a total hip replacement procedure on (B)(6) 2025 when it was reported ¿patient was what appears to be burned on the bone and surrounding soft tissue during the process of cutting off the femoral head. Unable to establish if product is faulty or user error has occured.¿. Further assessment questioning found that per his scrub nurse, the surgeon did not announce to the operating theatre his diagnosis. The degree of burn is unknown. It was also reported that the burn was on bone along cut line. More bone was excised due to the burn obtained.¿. The pro9400b, hall titan reciprocating saw battery handpiece was also used in this procedure and there was no report of malfunction against it. This will be listed as a concomitant device. The procedure was completed and there was no report of extended hospitalization for the patient. This report is being raised due to the reported injury of more of the patient¿s bone being excised during the procedure.

Manufacturer narrative:
Reported event ¿burned on the bone and surrounding soft tissue during the process of cutting off the femoral head¿ was confirmed. The device will not be returned for evaluation; however, photographic evidence has been provided. Root cause cannot be determined, however, based upon the provided photos; a possible cause of this event could be handpiece for overheating of the blade can cause burs or thermal necrosis. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 1 complaint, regarding 1 device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to continually check handpiece for overheating. If overheating is sensed, immediately discontinue use and return equipment for service. Overheating of the blade or bur may cause damage to the blade or bur and may cause burns or thermal necrosis. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that 00505229100, large bone hall blade, reciprocator, 12.5 x 76 x 1.27 mm device was being used during a total hip replacement procedure on (B)(6) 2025 when it was reported ¿patient was what appears to be burned on the bone and surrounding soft tissue during the process of cutting off the femoral head. Unable to establish if product is faulty or user error has occured.¿. Further assessment questioning found that per his scrub nurse, the surgeon did not announce to the operating theatre his diagnosis. The degree of burn is unknown. It was also reported that the burn was on bone along cut line. More bone was excised due to the burn obtained.¿. The (B)(6), hall titan reciprocating saw battery handpiece was also used in this procedure and there was no report of malfunction against it. This will be listed as a concomitant device. The procedure was completed and there was no report of extended hospitalization for the patient. This report is being raised due to the reported injury of more of the patient¿s bone being excised during the procedure.